Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer also stated that the battery cap was lost and insulin pump was turned off. The customer stated the symptoms related to their high blood glucose was thirsty, drink lot of water and nauseous. The device will not be returned for analysis.